Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the atrial lead exhibited noise episodes, failure to capture and failure to sense. The lead was not used and replaced. Patient was stable throughout the procedure.

Manufacturer narrative:
The reported events of failure to capture, noise and failure to sense were not confirmed. Final analysis found that as received, a complete lead was returned in one piece with the helix found retracted and clogged with dried blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies.